Event description:
It was reported that a patient underwent a carotid artery procedure on an unknown date in (B)(6) 2022 and suture was used. During the procedure, the suture broke in the middle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the suture break in the middle intra-operatively during the carotid surgery? Yes. Was the reconstruction performed during the initial surgery? Yes. Was there any medical or surgical intervention performed? No. It was reported that ¿the suture also did not seem very stable during the follow-up stitches and broke unusually quickly¿. Did a second suture break during the initial procedure? Yes. Or did a second suture break post operatively? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-03157, and 2210968-2022-03158.

Manufacturer narrative:
Product complaint number: pc-(B)(4). Date sent to the FDA: 08/25/2022 h6 component code: g07002 - device problem not found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: two sealed boxes with thirty-six ea. And one opened box with twenty-seven packets of product code eh7259h were returned infor analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. As per the sampling plan, visual inspections were performed on thirty-two samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. Functional test was performed, and the tensile strength result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. Functional test was performed, and the tensile strength result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related to: 2210968-2022-03157, 2210968-2022-03158

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 05/25/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm the product code and lot number of the second suture involved in this procedure. For the second suture involved it was also ref: eh7259h lot: rlbaxx related to: 2210968-2022-03157.